Event description:
Philips received a complaint by the customer on the v60 indicating that a ventilator (vent) inoperative (inop) occurred while the device was on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v60 without any patient issues. The customer called technical support to report that a ventilator (vent) inoperative (inop) occurred while the device was on a patient. The remote service engineer (rse) reviewed the event log back to (B)(6) 2025 but did not discover any vent inop. Per good faith effort (gfe) response, the biomedical engineer (bme) looked at the incident report that the respiratory therapy (rt) staff opened and stated that the vent inop appeared to be an oxygen (o2) supply-related error--there was no o2 supply. The customer lost o2 supply and switched to tanks, after which the device operated as intended. After a review of the diagnostic report (drpt), our investigation confirms that there was nothing wrong with the device as there was not a vent inop. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.